Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m91c0h. Additional information was requested and the following was obtained: did device not feed clips? No. Did device feed clips sideways? No. Did device not fire clips (jammed)? Yes. Did device fire malformed clips? No. Did device fire scissored clips? No. Did device drop or eject clips? No. Was cholangiogram done on procedure? No. Was device fired over another clip or hard structure? No the analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven conforming clips. Upon testing, no misfire incidents occurred. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired. There were no patient consequences. It was not noted how the case was completed.